Event description:
It was reported that the ventilator generated a technical error code indicating a turbine module failure. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated a technical error code indicating a turbine module failure. Our field service engineer investigated the ventilator on site, the turbine module was found defective and replaced. After replacement, the ventilator passed all functional, safety and electrical tests to factory specification. The ventilator was cleared for clinical use and returned to customer. The device logs confirmed the reported technical error code on 2022-11-05. No parts have been returned for investigation. No investigation has been possible, therefore the root cause of the reported event has not been determined.